Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during occlusion and flow test. The root cause of the reported issue was found to be user error. Customer disturbed the pump during it startup self test. Actions were taken to mitigate the reported issue: replaced replaced force sensor and plunger cable UDI information is unknown.

Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.